Manufacturer narrative:
The reagent lot number is 91871601 with an expiration date of 31-dec-2026. The field service representative replaced the measuring cell and performed preventative maintenance. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft4 IV results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 0.5 pmol/l with a data flag. The repeated results were 14.6 pmol/l and 15.3 pmol/l.